Manufacturer narrative:
Medtronic received additional information that this 18mm aortic mechanical valve was implanted and explanted during the same procedure and was replaced with a 16mm mechanical valve of the same model as the physician thought the 18mm was too large for the patient. No other adverse patient effects were reported. Updated device code. Updated physician name and address field. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that this aortic mechanical valve was implanted and explanted during the procedure and was replaced with another mechanical valve of the same model. No other adverse patient effects were reported